Event description:
A customer contacted heamonetics (B)(6) 2008 reporting the orthopat machine had blood in the unit. No injury or reaction noted.

Manufacturer narrative:
Device was decontaminated and parts replaced as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).